Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/29/2021. Investigation summary: it was reported that the suture broke when sewing in a general surgery. Two pictures were received for evaluation. Upon to visual inspection of the pictures, a plastic bag with a paper lid and apparently broken violet sutures could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the sample was not returned for analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Investigation summary: it was reported that the suture broke when sewing in a general surgery. It was received for analysis two empty opened overwrap, a paper lid and five suture pieces of product code 8523h, lot pdj163. During visual inspection of the samples, the sutures pieces it was frayed, crushed, curly and the ends cut appears to be by use of surgical instrument could be observed. In addition, the needles were not return. The condition of the sample received indicate an improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.     To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Two photos of the product upon which this medwatch is based have been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown general surgery on (B)(6) 2020 and the suture was used. During surgery, the suture broke when sewing. A like device was used to continue the surgery. There is no report on patient's injury. There were no adverse patient consequences reported.